Event description:
It was reported to hollister through an FDA medwatch the following: during head turn of a prone patient, the anchorfast clip broke causing endotracheal tube dislodgement.

Manufacturer narrative:
Trend analysis conducted and no adverse trends observed for clip breaking and et tube migration. Device history review conducted based on lot number provided and records found to be complete and accurate. Sample not returned so sample evaluation not possible. Root cause of reported clip breaking during repositioning cannot be determined.